Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel right below the knee. A 2.0mm x 150mm x 150cm coyote balloon was advanced for dilation. However, during the first inflation, the tip part of the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a non-boston scientific device and a coyote of another size. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.